Event description:
Piece of laparoscopic endocatch bag plastic came off when it wasn't supposed to and was found in the patient's abdomen a few minutes later. No harm was caused to the patient. Possible sentinel event avoided. Manufacturer response for laryngoscope, endoscope, endo catch gold (per site reporter). Medtronic provided a case number, [redacted]. We are awaiting a return label for the sample.